Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of 243 mg/dl. The customer delivered a bolus via the pump. The customer declined to troubleshoot with tandem technical support. Additionally, it was reported that the pump was not vibrating when the customer pressed the buttons. The customer reported the vibration would work intermittently and was working at the time of the report. There was no impact to the customer's blood glucose level.